Manufacturer narrative:
A complaint investigation was not able to be performed as no product code, lot number, or sample was provided. Per the article sound judgment is required to determine whether or not the patient requires closure of their cardiac defect, weighing the risks and benefits of cardiothoracic intervention in this patient subpopulation with the likelihood of future thromboembolic events and need for additional access related interventions.

Event description:
Received an article titled "paradoxical embolus following percutaneous thrombectomy of hemodialysis reliable outflow graft." The article was to illustrate an extremely rare but potentially devastating complication of one of these procedures: cerebrovascular insult due to paradoxical embolism in the setting of a patent foramen ovale. Per the article malfunction included access failure.